Manufacturer narrative:
Cmp-(B)(4). Concomitant products: tpr adpt female oss/female cps catalog 178549 lot 379090.  Oss 18x45 stem w/blade catalog cp112577 lot 379340.  Cps transverse pin 6pk 52mm catalog 178532 lot 846520 . Cps centering sleeve 18mm catalog 178540 lot 277450 . Cps transverse pin 6pk 56mm catalog 178533 lot 846530.  Cps 18mm anchor sht 3-hole catalog cp112576 lot 379400 . Cps transverse pin 6pk 48mm catalog 178531 lot 846510.  Oss 11cm diaphyseal segment catalog 150468 lot 957550 . Oss 3cm diaphysel segment catalog 150464 lot 574090.  Cps short 600lbf large spindle catalog cp111167 lot 685640.  Cps nut co-cr-mo alloy catalog 178512 lot 255630.  Fem interc 23cm w/ clamp/screw catalog cp161409 lot 981990.  It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision approximately eight years post implantation due to breakage of the expandable device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.